Event description:
Apparent failure of three electrodes (same lot number) in a cardiac arrest resulted in significant delay in the defibrillation of a pt. The pt died. It is as yet undetermined whether this was a direct result of the delay in defibrillator, or due to other causes.